Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated. No adverse event reported.

Event description:
It was reported that the autopulse resuscitation system turned off 3 times during use. First time, the platform ran for 5 to 10 mins, it was restarted. Second time, battery was re-seated. Third time, system was turned back on. No adverse event reported.